Event description:
Cementless implantation of tibial baseplate of nk-ii knee-tep on (B) (6) 2000. Occurrence of radiographically proven osteolytic lesions at tibia head in 2007 and loosening of tibial baseplate. Revision surgery on (B) (6) 2010, exchange of tibial baseplate, removal of cysts and filling with bone cement.

Manufacturer narrative:
(B) (4). Evaluation summary: product not returned for evaluation. No product or xrays were returned for review. It is reported that the tibial baseplate was implanted in a cementless application, however, it was not indicated whether supplemental screw fixation was utilized for the tibial baseplate. As part of the complaint investigation for osteolysis, a team was formed to investigate a probable cause. The following areas were explored: literature research, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro motion testing, and baseplate/screw interaction. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.